Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of premature delivery ("pre-term labor") and pregnancy with contraceptive device ("pregnancy with complication") in a female patient who had essure (batch no. L2138) inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device. On (B)(6) 2005, the patient had essure inserted. On an unknown date, the patient experienced premature delivery (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the premature delivery and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered pregnancy with contraceptive device and premature delivery to be related to essure. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of premature delivery ("pre-term labor") and pregnancy with contraceptive device ("pregnancy with complication") in an adult female patient who had essure (batch no. L2138-invalid) inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device. On (B)(6) 2005, the patient had essure inserted. On an unknown date, the patient experienced premature delivery (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). At the time of the report, the premature delivery and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered pregnancy with contraceptive device and premature delivery to be related to essure. Lot number l2138 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-may-2019: quality-safety evaluation of ptc. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.